Event description:
(B)(4).according to the information received the user stated that with this lot of catheters, every box so far the eyelets are scratching him when he is inserting the cath. He did try another lot number and they do not scratch.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
(B)(6). Date of event: best estimate is (B)(6) 2011. According to the information received the user stated that with this lot of catheters, every box so far the eyelets are scratching him when he is inserting the cath. He did try another lot number and they do not scratch.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed. Follow up 1: 150 samples were received for evaluation. No defects were found. Based upon the evaluation of the returned product this complaint cannot be confirmed as reported.